Event description:
Peto, I., abou-al-shaar, h., white, t. G., kwan, k., wagner, k., prashant, g. N., chalif, d., katz, j. M., & dehdashti, a. R. (2021). Interdisciplinary treatment of posterior fossa dural arteriovenous fistulas. Acta neurochirurgica: the european journal of neurosurgery, 163(9), 2515¿2524. Https://doi.org/10.1007/s00701-021-04795-2. Medtronic review of the literature article found that 28 patients underwent treatment for posterior fossa dural arteriovenous fistulas (davfs). Treatment devices included onyx as well as other non-medtronic devices. It was not specified which treatment device was used in each case. Complete angiographic cure was achieved in 24/28 cases. In a majority of cases (16/28), single embolization was successful. Staged embolization was successful in 2 cases and embolization with subsequent surgical disconnection in 3 cases. Of the 4 patients who did not achieve complete obliteration of the davf, 3 remained with the original davf and one was downgraded to asymptomatic cognard I davf. Only 1 patient was treated with stereotactic radiosurgery after two stages of embolization did not obliterate the davf and full surgery was refused by the patient.

Manufacturer narrative:
A2. Reported patient age is the mean age from all patients included in the study group. A3. Reported patient sex is representative of the majority of patients included int eh study group. Section e. Multiple facilities were involved in the patient treatment reported in the literature article. This event is reported conservatively. It cannot be confirmed, based on the available information in the literature article, that the patient was treated with onyx. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.